Event description:
Additional information received from the consumer reported the infection was better but had not fully resolved. Symptoms included "bad redness and yellow oozing." The patient indicated that the infection was due to the steri-strips coming off, "so the wound was not closing like it should."

Event description:
Information was received regarding a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. It was reported there was an infection at the incision site. An infection was confirmed and the patient was given oral antibiotics.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported the infection was a non-serious, superficial midline wound infection. The incision site was oozing and red, with incisions open on each end. Actions included an unscheduled clinic visit with 500 mg keflex. The event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event was no related to the device or therapy and related to the implant procedure. No further complications were reported/anticipated.